Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained above the bifurcation via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size greater than 6mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device was prepped and then inserted into the sheath, the balloon was inflated, the device was pulled back and at that point it was noticed that the balloon lost pressure. The device was removed and since access was maintained a new mynxgrip vascular closure device 5f was prepped and successfully deployed. No hematoma was detected. The patient was hospitalized for an unrelated and unspecified reason.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear at the balloon, approximately 5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1218102) indicated that the device lot met all established performance criteria prior to shipment.